Event description:
Blood into the helium tubeslauch. Pressure alarm. Druckalarm fillpressure. Indication: cardiac degeneration. Note: patient deceased on (B)(6) 2011.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.038cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).